Manufacturer narrative:
Summary of evaluation:the evaluation results could not verify the reported complaint and suggest that this event is not device related but rather is associated with intra-operative technique.

Event description:
After the insert was implanted, the surgeon felt that the insert was not "stable" and that there was a movement of approx 1mm. Another insert was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.